Manufacturer narrative:
Reported event of distal tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure. Procedure date is unknown. According to the complainant, the distal tip of the guidewire detached exposing the corewire tip. It was reported that no parts of the guidewire detach inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was detached and bent, exposing the corewire tip approximately 4 cm from the distal end. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly.the complaint was confirmed. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues.a DHR (device history record) review was performed and no deviation was found.no other complaints have been reported for lot number 16283237.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure. Procedure date is unknown.according to the complainant, the distal tip of the guidewire detached exposing the corewire tip. It was reported that no parts of the guidewire detach inside the patient. The procedure was completed with a new jagwire guidewire.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.